Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. The lens was cut in half, typical of insertion and removal. A scratch is observed on the surface of the optic on one of the halves. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and a non-qualified handpiece. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following cataract extraction with intraocular lens (iol) implant procedure, the patient's visual acuity did not recover as well as they had expected. The iol was exchanged in a secondary procedure for a different model iol by a different manufacturer. Additional information was provided that the event was not serious, the patient has recovered, and the causality is related with unknown possibility of other factors.